Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion not yet available. Product was scrapped at the hospital.

Event description:
Roi-c: broken anchoring plate during impaction. According to the reporter , anchoring plate broke during roi-c surgery . The anchoring plate broke during impaction, and all pieces were removed , no foreign body left inside the patient . According to the information received , the patient had sclerotic bones and surgeon did not use the starter awl. Surgeon was satisfied with surgery, no patient impact was reported. No foreign body was retained in patient's body. No surgery delay more than 30 min was reported.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. The product was scrapped at the hospital. Therefore, no product evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, based on the review of the case and the product history records, the root cause of the event cannot be determined. Indeed the hypothesis might be that the anchoring plate broke because the patient had sclerotic bones and surgeon did not use the available starter awl to prepare the anchoring plate pathway (as precised in the surgical technique). But there was an incoherence in the reported event: the sales representative initially reported an anchoring plate break whereas update received on january 31st 2019 and on february 4th 2019reported no material break. In spite of several attempts, no other information/clarification about the exact step of the event was provided. Consequently, it is unknown whether or not the complaint is confirmed. The investigation found no evidence to indicate a device related issue. Root cause is unknown if additional information is received that allows to clarify the reported event, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Roi-c : issue with anchoring plate during impaction according to first information provided by the reporter: patient have very sclerotic bones and the surgeon did not use the starter awl, so anchoring plate broke during roi-c surgery. All pieces of the broken anchoring plate were removed , no foreign body left inside the patient. No patient impact was reported. No delay superior to 30 min. Update received on january 31st 2019 and 04/feb/2019 from reporter: dr (B)(6) informed that it was a 2-level surgery was performed. No delay in procedure was reported. No x-ray will be provided. No material break was reported contrary to the first information provided by the reporter. No other information/clarification about the exact step of the event provided after several attempts.